Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad traces. No display anomaly was noted. The insulin pump had a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm during a bolus delivery. The customer's blood glucose was 178 mg/dl. The customer could not recall any significant events leading to the alarm. It was also found the insulin pump began to ramp up when the up button was pressed. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.